Manufacturer narrative:
The returned lead underwent extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. Multiple signs of wear along the lead body were detected during inspection. Insulation was damaged due to friction in particular between 11.5 cm and 10.5 cm proximal to the lead tip. This damage is highly likely the cause of the oversensing, which led to shock delivery, reported in the complaint. The damage observed suggests premature lead wear, which also suggests heavy mechanical loads during the implanted state. Reasons for an elevated level of stress cannot be fully clarified without any x-ray images, diagnostic imaging of another sort or additional patient information. The x-ray images provided from the day of the lead was explanted do not show any protego, which suggests that the issue involves the lead that was implanted afterwards. A variety of influencing factors should be considered for the reasons behind the elevated mechanical load. Among these is a high level of lead ingrowth in the distal region and a lead implantation site that is unfavorable. In addition, an individuals anatomy and any increased patient physical activity, particularly any involving the upper body, could play a role. During inspection the shock coil and attachment were found to be deformed. Cuts in the insulation that were found were likely done during explantation. The production process for this device was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary: there was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - after an implantation period of approximately 24 months, it was reported that the lead was explanted due to oversensing with inappropriate shocks. It was also reported that the previously implanted rv lead, replaced by this lead under complaint, was replaced due to twiddler syndrome.